Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient experienced chest pain, which was associated with right ventricular pacing. The right ventricular lead was explanted and replaced. The patient was in stable condition.